Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the cause of the catheter cut/break was not determined. (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid (3.0 mg/ml at 0.2498 mg/day) and bupivacaine (20.0 mg/ml at 1.665 mg/day) via an implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome-other. It was reported during a scheduled pump replacement on (B)(6) 2017, for normal battery depletion, it was noted that the implanting physician was unable to aspirate the catheter and had catheter shearing at the proximal connection under the 2 o'clock suture loop. It was noted the catheter had a break/cut. The catheter was spliced, replacing the spinal segment. It was indicated the event was related to the device or therapy. A source indicated that the cause for being unable to aspirate the catheter was not known. The issue resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
Analysis of the pump found the pump motor had gear train anomalies of corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Analysis of the catheter found no significant anomaly. It was indicated the catheter had a miscellaneous finding of acceptable testing with the catheter being incomplete/returned in segments. If information is provided in the future, a supplemental report will be issued.